Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited failure to sense, failure to capture, and low impedance due to an insulation breach. There was pocket stimulation despite adequate threshold and over-sensing of noise which inhibited pacing. The lead was capped and replaced for the pacemaker dependent patient on (B)(6) 2020. The patient was in stable condition.